Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID required maintenance and no light on it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance, and the light was not functioning. The field service engineer (fse) reported remotely accessing the device and performing troubleshooting steps based on a knowledge article titled bioid not working in hardware test application nor medication application. The medication application logs indicated a problem while initializing the biometric identifier, which required verification of the power management settings. After completing the recommended steps, the login functionality was tested and confirmed to be working correctly. The customer verified that the biometric identifier was functioning properly, and the case was considered resolved and closed. The system functioned as intended after the field service engineer repaired the device.